Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4). On 04-sep-2023. The most recent information was received on 12-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("ligament pain in the pelvis, hips, sacrum and coccyx") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods"), fatigue ("chronic fatigue"), sleep disorder ("sleep disorder"), myalgia ("muscle pain"), arthralgia ("joint pain"), neck pain ("cervical pain"), tendon pain ("pain in achille¿s tendons"), musculoskeletal stiffness ("stiffness"), deafness ("hearing loss"), dizziness ("dizziness"), loss of libido ("loss of libido"), balance disorder ("balance disorders"), amnesia ("memory loss"), aphasia ("difficulty finding words"), paraesthesia ("tingling hands"), loss of personal independence in daily activities ("difficulties holding objects for a long time"), limb discomfort ("heavy legs"), hot flush ("hot flushes"), noninfective gingivitis ("inflammation of the gums"), alopecia ("hair loss"), visual impairment ("vision problems, sight not clear"), palpitations ("racing heart"), abdominal distension ("distended abdomen, bloating"), stress ("heightened stress"), fibromyalgia ("diagnosis of fibromyalgia"), rheumatic disorder ("rheumatism"), pain ("pain everywhere") and feeling abnormal ("fed up") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pain had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, fatigue, sleep disorder, weight increased, myalgia, arthralgia, neck pain, tendon pain, musculoskeletal stiffness, deafness, dizziness, loss of libido, balance disorder, amnesia, aphasia, paraesthesia, loss of personal independence in daily activities, limb discomfort, hot flush, noninfective gingivitis, alopecia, visual impairment, palpitations, abdominal distension, stress, fibromyalgia, rheumatic disorder and feeling abnormal were unknown. No causality assessment was received for essure with regard to fatigue, sleep disorder, weight increased, myalgia, arthralgia, neck pain, tendon pain, pelvic pain, musculoskeletal stiffness, deafness, dizziness, heavy menstrual bleeding, loss of libido, balance disorder, amnesia, aphasia, paraesthesia, loss of personal independence in daily activities, limb discomfort, hot flush, noninfective gingivitis, alopecia, visual impairment, palpitations, abdominal distension, stress, fibromyalgia, rheumatic disorder, pain or feeling abnormal. The reporter commented: and I only learned 7 years later that it may (or rather definitely) result from the implants suddenly very angry today my gynecologist never informed me and yet, as I saw him every year, he knew that my state of health was deteriorating. Unfortunately, nothing ever showed up or no causes were identified in any of the examinations I was able to have done. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 04-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced heavy menstrual bleeding (seriousness criterion medically important), fatigue ("chronic fatigue"), sleep disorder ("sleep disorder"), myalgia ("muscle pain"), arthralgia ("joint pain"), neck pain ("cervical pain"), tendon pain ("pain in achille¿s tendons"), ligament pain ("ligament pain in the pelvis, hips, sacrum and coccyx"), musculoskeletal stiffness ("stiffness"), deafness ("hearing loss"), dizziness ("dizziness"), loss of libido ("loss of libido"), balance disorder ("balance disorders"), amnesia ("memory loss"), aphasia ("difficulty finding words"), paraesthesia ("tingling hands"), loss of personal independence in daily activities ("difficulties holding objects for a long time"), limb discomfort ("heavy legs"), hot flush ("hot flushes"), noninfective gingivitis ("inflammation of the gums"), alopecia ("hair loss"), visual impairment ("vision problems, sight not clear"), palpitations ("racing heart"), abdominal distension ("distended abdomen, bloating"), stress ("heightened stress"), fibromyalgia ("diagnosis of fibromyalgia"), rheumatic disorder ("rheumatism"), pain ("pain everywhere") and feeling abnormal ("fed up") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pain had not resolved. The outcomes for heavy menstrual bleeding, fatigue, sleep disorder, weight increased, myalgia, arthralgia, neck pain, tendon pain, ligament pain, musculoskeletal stiffness, deafness, dizziness, loss of libido, balance disorder, amnesia, aphasia, paraesthesia, loss of personal independence in daily activities, limb discomfort, hot flush, noninfective gingivitis, alopecia, visual impairment, palpitations, abdominal distension, stress, fibromyalgia, rheumatic disorder and feeling abnormal were unknown. No causality assessment was received for essure with regard to fatigue, sleep disorder, weight increased, myalgia, arthralgia, neck pain, tendon pain, ligament pain, musculoskeletal stiffness, deafness, dizziness, heavy menstrual bleeding, loss of libido, balance disorder, amnesia, aphasia, paraesthesia, loss of personal independence in daily activities, limb discomfort, hot flush, noninfective gingivitis, alopecia, visual impairment, palpitations, abdominal distension, stress, fibromyalgia, rheumatic disorder, pain or feeling abnormal. The reporter commented: and I only learned 7 years later that it may (or rather definitely) result from the implants suddenly very angry today my gynecologist never informed me and yet, as I saw him every year, he knew that my state of health was deteriorating. Unfortunately, nothing ever showed up or no causes were identified in any of the examinations I was able to have done. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.